Event description:
It was reported that the customer required medical intervention by emergency medical technicians and was hospitalized for low blood glucose levels. The customer stated that, in an effort to lower his blood glucose, he bolused with too much insulin, leading to the low blood glucose event. The high blood glucose reading was nearly 500 mg/dl. He treated with the insulin pump and a manual injection. He stated that his doctor had recently made small adjustments to the insulin pump. Upon admission, it was found that the blood glucose levels were normal and that the customer experienced pneumonia. He was hospitalized for 5 days and had been treated with an intravenous drip when emergency medical technicians arrived on the scene. He noted that his erratic high blood glucose levels may have been from pneumonia leading up to the event. The blood glucose reading was 45 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.